Event description:
It was reported that the longevity of the device is not projected to last as long as the customer expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.